Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure from 0.123" to 0.170" in length. The complaint regarding a split down the seam was confirmed by failure analysis. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors cover was split down the seam with no arcing or potential fragment. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the tip cover was broken. The instrument was inspected prior to use and no damage or anything out of the ordinary was noted. No fragments fell inside the patient. It is unknown what the surgeon believe caused the instrument / accessory to break and how long the instrument / accessory was use prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The procedure was completed with a new cover with no patient injury. The patient did not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The accessory is available for isi to evaluate. No photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.